Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on with a flashing, then subsequent blank display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lcd color display. The lcd color display will be replaced to resolve the report. The device will recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.